Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09220. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was inserted into the watchman access system. The closure device was deployed; however, a partial recapture was performed as the device was a little bit distal in the appendage. A second attempt was made to deploy the closure device, but this put the closure device proximal to the ostium. A full recapture was then performed. A second 24mm wds was opened and while they were prepping the device, the anesthesiologist noticed some fluid behind the transverse sinus on the echocardiogram. They gave the patient 60- protamine insinuated for about 35 minutes and in that time the fluid resolved and did not grow. The patient's blood pressure was stable. The patient was stable and was noted to be in good condition going to the cardiac care unit. The procedure was not completed. No further patient complications were reported.